Event description:
Patient disconnected the patient connector of their minicap transfer set from a baxter titanium adapter during use. The patient's family member reportedly witnessed the incident and reattached the transfer set to the titanium adapter themselves. The patient was administered cefzolin 125mg/l and ceftazidime 125mg/l x2 days prophylactically. The affiliate reports no patient injury reulted from the incident.